Event description:
Patient reported "infection". Healthcare professional later reported "infection". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: infection. The reported event or events are physiological complications (infection), and device analysis typically does not help allergan determine the cause.